Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2007; inratio: 1.7; lab: 1.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007, inratio: 1.7, lab: 1.0, mean: 1.4, confidence limits: 1.1 - 1.9. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Patient is anemic and their hct = 27.4%. The inratio result is within the confidence limits but the lab values is not. However, due to the fact that the patients hct level is at a range not recommended for use by the inratio monitor, this is considered product misuse. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time. Patients condition may cause their discrepant readings.